Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the operating room for a routine generator change. It was noted that during the procedure, the lead was bent 90 degree that resulted in lead fracture. The lead was capped and replaced on (B)(6) 2018. The patient was reported to be fine before, during and after the procedure.